Event description:
Information was provided indicating that the level 1 hotline low flow system leaked. There were no adverse events reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this verified leakage occurred from the fluid reservoir. The cause of the issue was not definitely established.